Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported per medwatch mw5148280: the patient reported that she was having some bleeding that was coming from the area around connection from her ultrasite valve and cadd ext set. The patient stated that her line was well fastened and she couldn't tell where the issue was coming from. The patient reported that she had already replaced her valve and line and everything seems to be working fine. The patient stated her main concern was that she had this issue about 3 weeks ago, but she never reported it and wanted to know if there have any reports of similar issues or if there was a recall of either item. Patient had no other questions/concerns at this time. The patient did not miss any doses as a result of issue. Adverse event dates are unknown. The outcome of this event is unknown as pt did not report event dates unknown as pt didn't report them. Lot number and expiration date are unknown. No further information is known or given. Reference report mw5148279. Reported to (B)(6) by: pateint/caregiver. Brand name: ultra site 2 way capless valve common device name: set, administration, intravascular product code: fpa model #: 415110 type of event: serious injury health effect - clinical code(s): 1888: hemorrhage/blood loss/bleeding.